Event description:
The pump was returned with no information.

Manufacturer narrative:
(B)(4). Analysis of the pump found gear train anomalies of the motor; corrosion and/or wear and/or lubrication as well as a stall due to shaft bearing. Interrogation of the pump determined it contained morphine, bupivacaine and clonidine.